Event description:
It was reported that the monitor made some explosion noise and turned into fire. The fire was immediately killed by a fire extinguisher by the nurse on duty. There were no injuries reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.